Event description:
During chemotherapy treatment it was noted the staff had some difficulty accessing her port. The patient states that the same evening she had pain around the port in her left chest. The patient has noted some redness and slight swelling. The patient apparently had a problem with extravasationof some of the chemotherapeutic agents in the subcutaneous space around her left subclavian port hub site. There is an impression from the surgeon that a linear tear of about .5 cm was apparent in the catheter.